Event description:
During evaluation by a zoll medical technician the device was identified that it would not charge therefore not allowing therapy to be delivered to a pt. The device was not in use on a pt at the time of failure.